Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -12.50 diopter, in the patients right eye (od). The patient reported eye problems and possible loss of vision. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age or date of birth: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implant date: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5: a 12.6mm vicm512.6 implantable collamer lens of a -12.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. After implantation of the left eye, the patient experienced vomiting and nausea. Reportedly, "it turned out that I had an attack of ocular hypertonia. The ophthalmologist put me on a mannitol infusion and gave me diamox tablets with drops to lower the ocular tension without results." The lens remains implanted and the reporter stated, "causing me pain and double vision with the left eye damage and I'm suffering from anisometropia due to the difference of vision." Claim#: (B)(4).